Event description:
Complainant alleged that while attempting to defibrillate a pt in full cardiac arrest, the device displayed a "low impedance" message and would not discharge. The complainant was able to obtain another set of paddles and shock the pt (number of shocks and energy delivered unknown). There was no adverse effect on the pt as a result of the reported malfunction.